Event description:
It was reported that the patient was hospitalized for an unrelated reason. While hospitalized, the patient lost consciousness and expired. Then, when the physician tried to check the stored electrogram, there was no record found. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
A partial lead measuring 36.0cm was returned for analysis. The damage found was sustained during procedure. The lead was otherwise normal.